Manufacturer narrative:
E1: patient city: (B)(6). Patient country: lansvale. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient went to the emergency room (ER) and was eventually hospitalized on (B)(6) 2026 due to an insulin flow blockage alarm, which led to hyperglycemia. The patient's blood glucose level was 22.2 mmol/l at the time of hospitalization. The patient was treated with an insulin pump, and the length of hospitalization was less than twenty-four hours. No further information available.